Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and down arrow keypad buttons were sticking. It was also noted that all keypad symbols were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/16/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects and worn keypad. Investigation revealed that the ¿up¿ and contrast buttons were responding intermittently while the ¿down¿ and ¿ok¿ buttons were responding properly to presses. Symbols on the keypad were worn off, but no physical damage was observed. Upon removal of the keypad, contamination was observed under all the button contacts. Unrelated to this complaint, on startup, a dim and discolored screen was observed. Pump cover was removed, the faded display was replaced with a test display, and the test display was functioning properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.